Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Reference internal complaint (B)(4).

Event description:
It was reported by the patient that a physician performed a novasure endometrial ablation sometime in (B)(6) 2016 (exact date unknown) and the patient was discharged home. A short time post procedure the patient experienced severe cramping and had to go to the emergency room (ER) regularly for morphine. The patient underwent a laparoscopy sometime in (B)(6) 2016 post procedure and it revealed "major scar tissue that prevented any small amounts of fluid from draining from my uterus". The fluid back up inside the patient's body and caused her organs to become inflamed and causing excruciating pain. The patient underwent a hysterectomy sometime in (B)(6) 2016. Post hysterectomy the patient was diagnosed with adenomyosis and endometriosis. Approximately four days post hysterectomy the patient returned to the ER with "extreme pain, leakage and nausea". It was discovered the patient's "bladder and left ureter had been damaged during the hysterectomy". The patient had a catheter inserted and underwent a procedure to implant a nephrostomy tube into my left kidney. She had the catheter for two weeks and had a percutaneous nephrostomy (pcn) tube for almost five weeks. She was admitted into the hospital for almost five weeks (exact dates unknown). She is scheduled to have a cystoscopy (date unknown) to assess the status of any leakage. Results unknown. No more information provided.